Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. A 185 devices were received for evaluation; 73 events were confirmed during testing. A 103 events were not duplicated; however, the devices were found to be outside of specifications. A 103 devices were found to be affected by corrosion. A 49 devices were found to have damaged internal components. Twenty devices were found to have worn internal components. Two devices were found to have non-stryker components. One device was found to have a worn internal component and a shifted internal component. One device was found to have been affected by a shifted internal component. The reported event was not confirmed for 9 devices; the devices were found to be within specifications for the reported event. Six devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 191 </noe> malfunction events, in which the device overheated. A 78 reported events had no patient involvement; no patient impact. A 107 reported events had patient involvement with no patient impact. Six reported events had no known patient involvement or patient impact.